Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "late seroma", "swelling, sudden inflammation in the breast", "pain, twinges", and "recall, the great tendency of textured prostheses to be harming my body, causing me pain and increasing the possibility of lymphoma". Device remains implanted.